Event description:
It was reported that this implantable cardioverter defibrillator (ICD) system recorded high shock impedance greater than 125 ohms, which is high out of range. Technical services (ts) reviewed the device data and discussed a gradual increase of the shock impedance is not observed and the average seems to be between 100 and 125 ohms, with a lot of variations and sometimes reaches close to 150 ohms. It was advised to monitor the right ventricular (rv) lead on latitude with latitude transmission more frequently. Further recommendations were provided. The ICD system remains in service. No adverse patient effects were reported.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) system recorded high shock impedance greater than 125 ohms, which is high out of range. Technical services (ts) reviewed the device data and discussed a gradual increase of the shock impedance is not observed and the average seems to be between 100 and 125 ohms, with a lot of variations and sometimes reaches close to 150 ohms. It was advised to monitor the right ventricular (rv) lead on latitude with latitude transmission more frequently. Further recommendations were provided. The ICD system remains in service. No adverse patient effects were reported.